Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer has received random, unexplained no delivery alarms. The user has also reported a very scratched display screen that is hard to see, and shortened battery life. Blood glucose level at the time of the incident was unknown. Troubleshooting was not completed as the customer declined troubleshooting. The pump will not be returned for analysis.